Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level. Bg value was reportedly below 40 mg/dl. Reportedly, customer believed bg was due to not understanding the pump features properly; however, additional details could not be confirmed as the customer declined to provide additional information. Reportedly, the customer was conscious and transported to the hospital for treatment. Customer declined to provide additional information regarding this event.